Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure in which pedicle screws were implanted. Sometime post operatively for unspecified reasons, they had to be removed. Patient claims they wrecked his life. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Levels: l5-s1 during patient call it was reported that on an unknown date, post-op, patient complained that "pain running down both legs primarily left leg (numb areas). Has sattle anesthesia. Some days can't walk, others can walk with struggle, no strength. Attempts at activity causes so much pain it puts him in bed. No sex drive". The patient was on swimming pool therapy.

Event description:
It was reported that: patient stated that "in 1997 a CT scan showed a screw was touching a nerve and the screw and all hardware were removed in 1997. Patient's current status is "depressed," and has a lot of stress and no control on bowels."

Manufacturer narrative:
Pedicle screws were implanted in 1992 (year valid). Pedicle screws were explanted in 1997(year valid) .

Event description:
It was reported that patient was in constant pain and disabled now. The patient is unable to mow his own yard. The patient also had nerve damage in leg and issue like pooping 10-12 times a day.